Manufacturer narrative:
(B)(6) 2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Female consumer via phone stated that her oral-b genius 9000 toothbrush shook the brush head loose. She tried several different refills and they all came off. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Female consumer via phone stated that her oral-b genius 9000 toothbrush shook the brush head loose. She tried several different refills and they all came off. No injury was reported.